Manufacturer narrative:
(B)(4). Additional information: (B)(6). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of does not function was confirmed by finding an f-38 alarm in the alarm log. The cause of the alarm was a false contact with the force sensing resistor (fsr) harness, where male connectors of the sensor tube misload had a connection issue with the female connectors, pcb tube misload terminal. To resolve the issue the fsr harness was reconnected. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement. Additional information was requested and is not available.